Manufacturer narrative:
(B)(4). This case was reviewed and investigated according to philips volcano policy. The patient underwent diagnostic coronary angiography and ivus interrogation as part of 3-year follow-up for the (B)(6) clinical trial. The target vessel is described as an obtuse marginal (om) branch. Initial diagnostic angiography was performed without issue. One pullback involving the target om branch was performed to the ostium of the left main coronary artery. The revolution catheter was then removed and post-ivus angiography was performed during which no reflow in the om branch. St-segment elevation involving inferior electrocardiographic leads, arrhythmia, hypotension, and vf (ventricular fibrilation) arrest occurred. There are no images from the procedure available for our review. The physician believes that cardiac arrest was "almost certainly" caused by target vessel air embolism due to operator error; probably removed the ivus too quick and let air into the system. No physical product investigation was possible as the device was discarded at the site. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. There were no nonconforming material reports or deviations noted that would contribute to the reported failure mode. To date, no other complaints were reported for this same failure mode within this lot. We will continue to monitor these types of review complaints.

Event description:
It was reported a catheter was prepared as per IFU and connected to the system. The case initially progressed well; angiography and an ivus was performed to om branch (pullback to lm ostium). The physician removed the catheter for a final angiogram and potential air embolus was observed. There was no reflow in om, arrhythmias & st elevation in the inferior segments; reduced ao pressure & vf arrest. This incident required CPR/ defibrillation, intubation & ventilation. Patient was transferred to itu post diagnostic angiogram. Patient underwent cardiopulmonary resuscitation, defibrillation, endotracheal intubation, and mechanical ventilation. The patient recovered and her condition was described as excellent. Attempts to obtain a patient identifier have been unsuccessful. Attempts to obtain the patient information were made via email. All reasonably known patient information is included in this report.